Event description:
It was reported that over two months, the patient experienced an exacerbation of heart failure due to left ventricular lead pacing. Shortness of breath and fatigue were noted. Intravenous medication was administered and the lead remains in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.